Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and spinal pain. It was reported that immediately after the pump was implanted on (B)(6) 2013 the patient had pain and spasms. The patient was immediately hospitalized following the implant and developed a hematoma of the spine, the heart went into "defib" and the patient developed sepsis and pneumonia . The patient developed an infection at the pump site 2 weeks post implant. The area of the infection was noted to be the pump pocket. The pump was explanted on (B)(6) 2013 due to the infection, the patient only had in 15 days. The outcome was infection resolved. Per the healthcare provider there was no growth of culture of csf. The patient's condition dramatically improved following removal of device.